Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and a pool of fluid contained inside the device housing was identified. The cause of the fluid was due to a ruptured bladder. Microscopic inspection was performed to identify any issues that could have caused the ruptured bladder and there were no signs of abnormality observed. The reported condition was verified. The cause of the leak was due to a ruptured bladder; however the cause of the ruptured bladder could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking from an unspecified location. This issue occurred during filling. There was no patient involvement. No additional information is available.